Manufacturer narrative:
Final device investigation found that the device failed to produce proper clip alignment and did not consistently advance clips for use. The clips had proper pinch, but improper alignment. The device did not automatically load the next clip, and had to be triggered several times before a new clip was properly loaded.

Event description:
It was reported that the clip applier "failed at the worst time" during a procedure. Three or four clips became jammed at the end of the device. Multiple attempts were made to obtain more information from the complainant, but no additional information was provided. A supplemental report will be sent if additional information is received. This report is being filed due to the investigation results.